Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels. Customer stated that his blood glucose level go up to 410 mg/dl on the day of the call. The customer stated that he performed a set change and received a no delivery alarm during manual priming. Blood glucose level at the time of this incident was 96 mg/dl. During troubleshooting, the insulin pump proved to be functioning properly. The insulin pump was not replaced or returned for analysis.